Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 101 mg/dl. Customer stated that they received open book image. Customer was assisted with troubleshooting. Customer reported that they received insulin pump error before open book error image on screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.